Manufacturer narrative:
One unit of mik unit was returned to vsi/teleflex for investigation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. Hub separation from the shaft was confirmed. Clamp marks were noted on the shaft. The is likely due to the retrieval of shaft when stuck inside the patient anatomy. The account confirmed the use of a clamping tool. Based on the information and returned product evaluation, the most likely root cause of the issue is the sheath tubing was not seated in the correct position on the core pin during hub molding. This is associated to a manufacturing/process deficiency. An internal corrective action has been issued to address this issue.

Event description:
As reported by the scrub tech, the micro introducer kit ""completely fell apart"" during the procedure. Additional information received 17jul2020. The hub fell off the dilator, and it was retrieved and was held with clamp. No calcification reported.